Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the left anterior descending artery. After pre-dilation with a 2.25x15mm apex balloon, a 2.5x16mm promus element stent was advanced for treatment but was not able to cross the lesion. A parallel wire technique was performed and a no cross occurred. Upon removal of the 2.25x15mm promus element, it was noted that the distal stent edge was flared. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the left anterior descending artery. After pre-dilation with a 2.25x15mm apex balloon, a 2.5x16mm promus element stent was advanced for treatment but was not able to cross the lesion. A parallel wire technique was performed and a no cross occurred. Upon removal of the 2.25x15mm promus element, it was noted that the distal stent edge was flared. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: initial visual examination of the returned device noted that the distal edge of the stent was severely damaged, a number of struts were considerably stretched. The profile of the stent also appeared slightly kinked. Microscopic examination of the balloon profile found no evidence of damage present. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).